Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30373640m number, and no non-conformances related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a (B)(6) male patient (B)(6) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No device deficiencies were experienced throughout the procedure. After the procedure, when achieving hemostasis, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. It is unknown if extended hospitalization was required. Patient had fully recovered from the issue. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No further information is available.